Event description:
Surgeon implanted a aa4203tl toric silicone lens. The lens tore upon insertion into the eye. The lens was cut into pieces to remove from the eye without enlarging the incision. No pt injury. The facility stated that the cartridge caused the lens to tear. The injector model that was used is msi-tr. The facility was unable to provide the lot number.